Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, a scratch on the center of the lens was noticed. Hence, the lens was explanted and surgery completed on the same day by implanting the new lens. Additional information has been requested but no information is available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).